Manufacturer narrative:
(B)(4). Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test due to blank display. Device received with broken battery tube threads.

Event description:
Customer reported via phone call that crack at battery compartment. Customer¿s blood glucose was 194 mg/dl. Customer was advised to discontinue use of the pump and revert to backup plan. Insulin pump will be returned for analysis.